Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 13-jan-2026 as the complaint no longer meets the description of a reportable incident (device becomes damaged/ displaced during transportation and storage). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Device evaluation: the device evaluation of zebd-7-10 device of lot number c2323456 involved in this complaint was returned for evaluation, with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 17 dec 2025. The following observations were made: visual inspection: stent returned with straightener in correct orientation. Kink observed on 01st and 03rd porthole of tapered end of pigtail curl. No issues observed on non-tapered end. Functional inspection: 0.035 inch wire guide inserted but will not pass kinks. The failure reported was confirmed. Manufacturing records: based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2323456. Historical data review: the review of relevant manufacturing records of lot number c2323456 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: the japanese packaging insert (c-es0202) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. This states to ¿remove this product from the package and inspect with particular attention to bends, kinks and breaks.¿ instructions for use (ifu0045) instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the japanese packaging insert (c-es0202)/ifu0045. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause for the damaged stent may be attributed to handling during transport or storage. Although the packaging was not visibly deformed, localized pressure or impact during transport or handling could cause the stent to become damaged. Each device is inspected prior to shipping from cook ireland and these checks include visual inspections of the product packaging both prior to the package being sealed and after it is sealed. Any devices where defects are observed are discarded and would not be shipped. It is therefore highly unlikely that the product left the manufacturing facility damaged. The absence of external packaging deformation does not rule out the possibility of internal stent damage due to localized forces during post-manufacturing handling. Confirmation of complaint: the complaint is confirmed based on visual/functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, upon opening the package, the zebd-7-10 was found to be kinked. Confirmed quantity of 1 device, confirmed prior to use. The patient did not experience any adverse effects due to this occurrence. This was observed prior to patient contact. The procedure was completed with inventory product of same rpn. A definitive root cause could not be determined. A possible root cause for the damaged stent may be attributed to handling during transport or storage. Although the packaging was not visibly deformed, localized pressure or impact during transport or handling could cause the stent to become damaged.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 13-jan-2026 as the complaint no longer meets the description of a reportable incident (device becomes damaged/ displaced during transportation and storage). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: upon opening the package, zebd-7-10 was found to be kinked. The procedure was completed with inventory product of same rpn (lot unknown). Patient outcome: prior to patient contact and no health hazard.